Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the emergency room after inserting the swg/ars into the pt's right internal jugular vein, the user met with resistance when trying to remove the swg from the ars. As a result, approx 7mm of the distal tip was "cut off" and remained int he pt's body. The swg and ars were together removed by incision. As a result of these occurrences. The pt's liver surgery was rescheduled for one week later. The pt's condition was being observed. A delay was reported; however, there was no additional harm to the pt due to this delay or as a result of this occurrence. The pt suffered from (B)(6), so the returning sample will be disinfected at the hospital.